Manufacturer narrative:
Additional information received: we received the following information regarding this complaint the operating doctor reported that it was a new file, and file broke occurred during its first use. The broken part could not be retrieved, and the patient currently shows no adverse reactions. Further observation is required. The investigation results for this complaint are involved product that broke during use was not returned and cannot be analyzed. For information, sent pictures show unused files in their blister pack and are useless for analysis. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch#: 1896639). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse, excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Device received for this event is being corrected from unk maillefer catalog#: unknown to waveone gold primary 6-file ster 21mm catalog#: a0756221g0p03. This is a follow up report for this corrected information.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent, impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.

Event description:
In this event it is reported that an unk maillefer - the product is waveone file. 21mm, broke during use. The broken part could not be retrieved after multiple attempts. The patient and guardian were informed about the potential complications and worst-case outcomes and notify the patient of a follow-up visit.